Event description:
Physician reports the bed moves on its own without user intervention. No pt harm was reported and no further info has been provided.

Manufacturer narrative:
During the onsite investigation, the service tech installed an upgrade to the bed controller. Root cause was determined to be due to the need for a bed controller upgrade. (B)(4).